Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A problem with the titanium multi-vector distractor was reported. The activation nut sits on the arm and is adjusted to lengthen bone. The surgeon reports the nut seems to be spontaneously reversing/loosening itself. The surgeon was able to reset the nut in the correct direction and device appears to be working correctly now. No harm to patient was reported. Update: titanium multi-vector distractor. The activation nut sits on the arm and is adjusted to lengthen bone. Surgeon reports the nut seems to be spontaneously reversing/loosening itself. Surgeon was able to lock down the nut in the correct position and advance the distraction, but the device seemed to require locking down the pin holding clamp after every activation of the distractor in order to prevent loss of advancement. This is report #1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Report source is also a health professional. Date of event approx (B)(6) 2012. (B)(4).